Event description:
Patient's father reported checking the infusion set; noticed that the needle is broken off and stuck in the skin of the patient. Father stated the patient had an x-ray and the needle was visible. Father reported patient needed consultation to have surgical removal of the foreign body. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.